Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging fading display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a fading display issue with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter¿s display started to fade ¿last year¿. The patient manages her diabetes with medication including humalog insulin. As a result of the fading display, the patient alleged that ¿from the start¿, her blood sugar fluctuated and in turn caused her to increase/decrease her dose of humalog insulin. She reported symptoms of ¿fluctuation in blood sugar¿. No additional treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and, based on the information provided there had been no misuse of the product. The patient reported that she did not have a backup meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. No investigation was performed on the test strips as the complaint was meter related. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.